Event description:
Patient called to report adverse events after receiving an MRI for a rotator cuff injury. Patient stated that she was supposed to only have her arm in the MRI machine for one minute, but was left in the machine for almost 10 minutes. Patient said she had red welts all over her stomach and it was very painful. She also stated that her skin split open around her belly button. Patient believes she was left in the MRI machine too long and says it was due to malpractice of the hospital and treating physicians. She is very upset that this error was made and says she felt "cooked" by the MRI machine.